Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon deflation difficulties were encountered. The lesion being treated was located in the severly tortuous, severely calcified, 99% stenosed circumflex artery (cx). The vessel was predilated with an unknown balloon and a 3.50 x 20 mm taxus express2 drug eluting stent was deployed in the cx lesion. After deployment, deflation difficulties were encountered. The physician aspirated the balloon with a syringe and pulled on the catheter to remove the balloon. The total inflation time is unknown. No patient injuries or complications were reported. The patient's status was reported as 'satisfactory/good'.